Event description:
Pt reported obtaining back-to-back blood glucose results of 435 mg/dl and 198 mg/dl on the aviva system. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. A level-one quality control test was performed on the aviva system and the result was within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.